Manufacturer narrative:
(B)(4). Jammed knife. The ec60 device was returned with the closing trigger and anvil closed. A reload was received loaded on the device and void of staples; in addition, the reload had tissue and a clip on the cartridge deck. Upon further inspection of the device, several b-formed staples were found lodged in the cartridge knife slot preventing the knife from returning completely and the anvil from opening. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The clip was removed and the device was tested for functionality with a test reload; the device achieved a complete 3-strokes fire without any difficulties noted. The device opened and closed as intended. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that the device was stuck on the anatomy. The physician explained all that she had attempted to do to release the device, however she was unsuccessful. A review of the steps to release the device were discussed. The physician attempted to release again without success. No additional information was obtained; the circulating nurse hung up. The consequence to the patient is unknown.